Manufacturer narrative:
Product investigation summary: it was reported that a 5mm milling guide was found to be bent intra-operatively. The returned instrument was examined and the compliant condition was not able to be confirmed as the returned instrument did not appear to be bent and functioned as intended. A definitive root cause was unable to be determined as no product faults were identified. The 5mm milling guide is a components of the prodisc-c instrument and implant set. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine.¿ the milling guide is specifically used for keel preparation of the vertebral bodies. The milling guide is slid over the trial and used to guide the milling bit. The bit is plunged into the vertebral body and is swept toward and away from the trial using the inner and outer limits of the guide. The associated drawings for the 5mm milling guide were reviewed: top-level, handle, and pivot bearing guide. These drawings were found suitable to determine the intended device design, application and dimensional conformity. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was also corresponding to the specifications. The hardness was measured at the time of the manufacturing at 43.0 hrc and was found to be good. No non-conformance reports were generated during production. The product was received under the complaint condition ¿bent/distorted/warped.¿ the returned instrument was examined and the complaint condition was unable to be confirmed as the returned instrument was not found to be bent. The milling guide was found to function as intended. A definitive root cause was unable to be determined as no product faults were identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing date: march 16th, 2008, review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material which was delivered as lot #00028471 is corresponding to the specifications. The hardness was measured at the time of the manufacturing at 43.0 hrc and was found to be good. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the procedure, it was discovered the milling guide appeared bent which caused the milling bit to disengage from the handle. The patient underwent a total disc replacement (tdr) at c5-c6 with prodisc-c on (B)(6) 2015. As the surgeon was making the keel cut in the vertebral body, the milling bit wouldn't move forward. The surgeon forced the drill forward which ripped the milling bit out of the handle. It was discovered the guide was bent. The milling bit did not break. There was no surgical delay or patient harm. The procedure was completed successfully using a chisel. This complaint involves one device; milling guide 5mm.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 1 of 1 report for (B)(4).